Event description:
It was reported that the biomed had the arctic sun device reported with alert 01 (patient line open) & 02 (low flow). Believed device may be due for preventive maintenance as well. Transferred for assistance, sn# (B)(6). Per sample evaluation results on (B)(6) 2025, tank seals lifted from tank. Chiller evaporator y tube had tears at the end of the tube. Debris found in tank. Circulation pump flow meter reading over 300 ml/m lower than the ctu value.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During evaluation, it was confirmed that the flow meter was reading low. Flow meter was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use under are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.